Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) nail broke postoperatively on an unknown date due to fatigue and due to pseudoarthrosis of the subtrochanteric region. Pfna nail was initially implanted on an unknown date to treat the femur fracture. Concomitant device reported: unknown blade (part # unknown, lot # unknown, quantity#1). Unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).